Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device was evaluated by MFR.: promus premier ous mr 20 x 2.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the device was returned with the stent protector on the stent. On receipt of the device, stent damage was noted. During analysis, on removal of the stent protector, the stent detached and remained inside the stent protector. The detached stent was removed from inside the stent protector using a mandrel and the stent was noted to be damaged. Stent damage most likely occurred during withdrawal attempts and more stent damage most likely occurred during analysis. As part of analysis, manufacturing details for the stent profile were reviewed. The crimped stent outer diameter at the time of manufacture was within maximum crimped stent profile measurement. The balloon body was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to stent detachment which occurred during analysis. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found that the shaft polymer extrusion was kinked at the port bond. This type of damage is consistent with excessive force that could have been applied on the delivery system during handling of the device during preparation for shipping. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26mar2020. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in a coronary vessel. A 20x2.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.